Event description:
It was reported that after a bone plate was installed on the left first metatarsal to fuse joint together due to osteoarthritis, the bone plate snapped in half at the joint. The patient have had to wear a fiber plate in his shoe to keep the front of the foot from bending, which causes pain and discomfort. The only clear solution was to have the surgeon go back in, remove the plate and try the fusion a second time, however the patient has not found it convenient to have a second surgery; therefore, the revision surgery has not been scheduled at the time. Further information is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a surgery had been performed on (B)(6) 2019, in order to install a bone plate on the left first metatarsal to fuse joint together due to osteoarthritis, the bone plate snapped in half at the joint on (B)(6) 2020. The plate breakage was confirmed via x-rays on (B)(6) 2020. Due to this incident, the patient has to wear a fiber plate in his shoe to keep the front of the foot from bending, which causes pain and discomfort. Also the patient takes several medications to treat pain and swelling. The only clear solution is to have the surgeon go back in, remove the plate and try the fusion a second time; however, the patient has not found convenient to have a second surgery; therefore, the revision surgery has not been scheduled at the time. Further information is unknown.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the plate fracture was confirmed. The clinical/medical investigation concluded that, the provided analysis of the three x-ray photos dated 2/3/2020, approximately nine weeks post-op revealed a fracture in the plate, proximal to the metatarsophalangeal joint, at the first screw hole proximal to the joint with good bony apposition. However, an incomplete union is noted. Therefore, we cannot rule out a continued non-union, as a root cause of the reported pain and discomfort. In addition, we cannot rule out the patient¿s early ambulation, the reported fall, and non-compliance with the surgical plan i.e., stretching exercises, the bone stimulator, as the likely contributory factors of the reported bone plate fracture. It was reported, following the surgeon¿s gentle debridement on the left hallux, the patient was instructed to continue epsom salt soaks twice a day for 20 minutes and to return to the clinic for problems. According to the patient, ¿I have not found it convenient to have a 2nd surgery,¿ therefore, the revision surgery has not been performed. Since this issue has not been resolved, and based on the surgeon¿s statement, a future reoperation is recommended. No further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could be corroborated as the plate is broke and provoke discomfort and need of additional treatments. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.